Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, severely calcified and 100% stenotic left circumflex artery. The physician advanced the 1.50x19mm maverick otw balloon to the lesion and attempted to inflate it for a few seconds on the first inflation and then noticed that the balloon had been ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.